Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited a single out of range pacing impedance of >2500 ohms. Currently, the impedance measures 1000 ohms. Associated with this observation is an increased pacing thresholds. The physician elected to increase the pacing output to 7.5volts at 2.5 milliseconds to ensure capture. An invasive procedure will be performed in the future to assess the lead. To date, there have been no reported patient symptoms associated with this clinical observation.